Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, when the physician withdrew the securi-t tube for replacement, the internal bolster detached. The bolster fell into the patient's stomach. The bolster was left in the stomach, as the physician expects the fragment to pass naturally, no intervention is planned to retrieve the device fragment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the device revealed the feeding and medication ports and c-clamp to be closed. The external bolster was not present on the tubing. The internal bolster was found to be separated from the device and not returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The tubing did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment during removal most likely occurred because of excess force applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, when the physician withdrew the securi-t tube for replacement, the internal bolster detached. The bolster fell into the patient's stomach. The bolster was left in the stomach, as the physician expects the fragment to pass naturally, no intervention is planned to retrieve the device fragment. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.